Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, it was noticed by the surgeon that the tip of the short t8 stardrive screwdriver shaft was stripped and not properly engaging with the screws from the 2.7mm va lcp midfoot/forefoot set. Both screwdriver shafts need to be replaced. There was no delay in surgery. The procedure was completed successfully. This report involves one (1) stardrive screwdriver shaft t8 55mm. This is report 2 of 2 for (B)(4).